Event description:
Doctor reported non-integration. Note* the date of product placement and removal indicate that, this is a loss of integration.

Event description:
Doctor reported non-integration. The date of product placement and removal indicate that, this is a loss of integration.